Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from representative via health care provider regarding a patient undergone mis-tlif for l4-5 hivd. It was reported that after the cage was implanted and expanded, an x-ray was taken to confirm its position. The imaging revealed that the peek component had separated from the titanium alloy frame. The surgeon promptly and safely removed the compromised implant. A new cage of the same size was selected and implanted. This replacement expanded successfully without further complications, and the surgery was completed as planned. No patient symptoms or complications associated with this event.